Manufacturer narrative:
Implant date: 2011. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior spinal fusion surgery at l4-s1 where rhbmp-2/acs was implanted with unknown screws and rods. It was also reported that the patient underwent a revision surgery on an unknown date in 2012 where some screws were removed. The patient reports experiencing so much pain and trouble since the surgery, which includes nerve and back pain. It is reported that the patient experiences spasms two or three times a night and has difficulty sleeping. Patient reports being unable to take baths due to pain. Patient is on morphine and oxy and six other drugs. The patient has a tens unit, claims it does not help, but uses it anyway. No further information was provided.